Event description:
The customer contact reported the pt received more medication than intended. On (B)(6) 2013 at 1700, channel 1 of the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition), at a rate of 3.6 ml/hr, for a duration of 24 hours, and the delivery was started. No further programming parameters were provided. On (B)(6) 2013 at 0500, it was reported the nurse noted the pt's arm board and bed were wet. At that time, the nurse noted the tpn container was almost empty. It was unspecified volume expected to be remaining in the container. The physician was notified. The device was removed from clinical service. The customer contact reported that the pt's chemistry panel and blood sugar were within normal limits. The results were unspecified. There were no reported adverse pt effects. No medical interventions were required. After an unspecified length of time, therapy was resumed using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.